Manufacturer narrative:
(B)(4). Results of eval: (endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 4.7 cm diameter abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the aortic neck was conical, as the diameter varied from 20 mm at the renal arteries to 25 mm with moderate angulation and no thrombus. The iliac vessels were non-calcified. It was reported that the endurant bifurcated graft was placed without issues, a small endoleak was observed around the flow divider region. A type IV endoleak blush was suspected. No intervention was performed. The pt will be monitored. No add'l clinical sequelae were reported, and the pt is fine.